Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, tandem's t:slim x2 g5 user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading a cartridge with approximately 200 units of cold insulin, the insulin gauge displayed a fill estimate of over 120 units (+120u). Additionally, the customer reported that the air was not removed from the cartridge prior to filling it with insulin. Blood glucose level was 113 mg/dl. Reportedly, a new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate. Insulin therapy was resumed.